Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with an infected pocket. The pacemaker, right ventricular lead, and right atrial lead were explanted. A new system was implanted on the opposite side of the chest. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(6).